Event description:
It was reported that while the patient was in nursing home, a driveline power fault with yellow wrench light and ringing alarm was noted on the system controller. The alarm persisted for few hours. The controller alarm history was also not showing correctly, it showed back in the late 2023's. The patient was urgently admitted to the intensive care unit and had some basic tests done. No issues were found. The log file captured driveline power fault alarms on phase b beginning on (B)(6) 2024 at 1118. The controller and modular cable were replaced and the alarm resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via evaluation. A review of the event log files contained data spanning approximately 3 days ((B)(6) 2024, (B)(6) 2000 per timestamp). Starting (B)(6) 2024 at 10:56:05, intermittent power b broken faults activated due to the current sense on line b dropping below the threshold amperage. At 11:18:28, the power b broken faults triggered driveline power fault alarms to activate. By (B)(6) 2024 at 7:36:08, the alarms had cleared. On (B)(6) 2024 at 8:27:46, the driveline was disconnected, consistent with the reported exchange. The heartmate 3 vad modular cable (lot number: 8187384) was returned for analysis. The modular cable was connected to a mock circulatory loop. Upon manipulation of the cable, the driveline power fault alarm was reproduced. The modular cable underwent resistance and insulation testing and the red (power b) wire intermittently measured as an open line. The cable¿s outer layers were stripped, and multiple kinked areas were observed. The red wire was found to be broken with exposed conductors. A damaged power wire would result in a driveline power fault to become active on the controller. The root cause of the reported event was determined to be due to a break in the power b wire in the modular cable. Although not conclusively determined, repetitive flexing of the modular cable during use over time may have contributed to the observed underlying wire damage. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Heartmate 3 instructions for use section 2 - ¿system operations¿ and heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 instructions for use section 2 - ¿system operations¿ and heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ instruct the user, ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel, and straighten.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.